Manufacturer narrative:
6/16/97-supplemental report #1 submitted to FDA.

Event description:
During a total vaginal hysterectomy procedure, the suture broke. The surgeon applied another product without pt injury.